Event description:
Nurse reported that a pt's blood glucose was measured, using the suspect device, with a result of 367 mg/dl. Pt's blood glucose was reportedly retested, on nurse's device, with a result of 113 mg/dl. Pt's therapy was not modified based on the value obtained on the suspect device. No pt injury was reported. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.